Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Por (power on reset) for vreg monitor, on (B)(6) 2010 12:55:34. 1 - patient alert for device circuit error on (B)(6) 2010 12:55:34. Time of eri (elective replacement indicator) in save to disk on (B)(6) 2010 02:15:05, device eri <=2.61 v. 1 - patient alert for low battery voltage on (B)(6) 2010 02:15:05. Weekly log battery voltage trend data shows min bat=2.59 volts between (B)(6) 2010 and (B)(6) 2011. Upon preliminary analysis, the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. One possible explanation is that according to the returned paperwork in the event, the device may have been exposed to CT scan and high voltage external shock on (B)(6) 2010. A data disk from the field was retrieved prior to explant of the device. The data provided from the disk does show a por occurring on (B)(6) 2010. This could have tripped the voltage doubler. When this happens, it causes the battery to deplete much faster. Since there is no way to confirm that the CT scan and the high voltage external shock was in fact used on this device, the result of analysis is inconclusive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Por (power on reset) for vreg monitor, on (B)(4) 2010 12:55:34. One - patient alert for device circuit error on (B)(4) 2010 12:55:34. Time of eri (elective replacement indicator) in save to disk on (B)(4) 2010 02:15:05, device eri <=2.61 v. One - patient alert for low battery voltage on (B)(4) 2010 02:15:05. Weekly log battery voltage trend data shows min bat=2.59 volts between (B)(4) 2010 and (B)(4) 2011. Upon preliminary analysis, the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. One possible explanation is that according to the returned paperwork in the event, the device may have been exposed to CT scan and high voltage external shock on (B)(4) 2010. A data disk from the field was retrieved prior to explant of the device. The data provided from the disk does show a por occurring on (B)(4) 2010. This could have tripped the voltage doubler. When this happens, it causes the battery to deplete much faster. Since there is no way to confirm that the CT scan and the high voltage external shock was in fact used on this device, the result of analysis is inconclusive.

Event description:
It was reported that the device had power on reset (por). The patient reported to have had a computerized tomography scan and cardiopulmonary resusitation performed on the day the por occurred. It was also reported that the device reached elective replacement indicator (eri) three days after the por. The device was removed and replaced. No patient complications have been reported as a result of this event.